Event description:
Customer reported that they have the hook and loop sensor attached to the unit and when the hook and loop is separated the unit will not alarm. They have replaced the sensor on the unit and no other physical damage was reported. The customer did not provide a date when this was discovered and there was no patient incident or injury reported.

Manufacturer narrative:
Results - evaluation of the returned unit confirmed that the unit will not alarm. The alarm does not sound when the hook and loop belt is separated. There were no physical damages found on the unit. Note: instructions for use state: the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or if the pir sensor is activated. (B)(4).